Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise. The noise remains unaddressed. The patient was in stable condition.